Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to ketoacidosis and high blood glucose of 30mmol/l. The customer's blood glucose was treated with the insulin pump and manual daily injections. The customer had been vomiting during the night, but the infusion set or reservoir was not changed. While the customer was admitted in the hospital it was found that the insulin pump is worn out and had cracks around the battery compartment. The cannula was removed and noticed that the cannula was bent in a 90 degrees angle. The programming in the device was correct. It was mentioned that the infusion set and reservoir were thrown away when the customer went to the hospital. Advised the caller that the insulin would be replaced. No further information was provided.